Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd 10ml syringe luer-lok tip the syringe was discovered to be broken. The following information was provided by the initial reporter: the syringe is broken when opened.

Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with bd 10ml syringe luer-lok tip the syringe was discovered to be broken. The following information was provided by the initial reporter: the syringe is broken when opened.

Manufacturer narrative:
Sample evaluation ¿ one (1) actual sample in open package was returned for investigation (refer to figure 1) and the sample was not decontaminated. ¿ from the samples, observed damaged on the syringe barrel (refer to figure 2). Review of the DHR showed that the housekeeping is performed per shift per 90005451 with no abnormality observed. Current control there is a 3 hourly outgoing inspection and 2 hourly in-process inspection in place to check for damage. Based on the return samples, it was observed damaged barrel is noticed at the same position, approximately at the location scale mark at ¿6 and 7¿ height. The team has investigated different sections of machine and matched potential area which could leading to damaged barrel. The probable root cause could be due to machine outfeed dial are out of alignment which eventually leading to part slanting. Thereafter, the product tilted from the main assembly dial slot pocket resulted crashed and damaged by pocket dial and side guide during transition to exerciser dial process. The defect parts failed to remove effectively by production technician which resulted escapees to the next process. Description of the proposed action: 1. Communicate with production technician on the importance of clearing jammed and removing defective parts at immediate action as it may led to damaged barrel, thereby to raise awareness of production technician on the reported defects (60005453). (Assigned to (B)(6), target completion date : 16 nov 2023). Effectiveness check plan: 1. Conduct interview to production technician to verify that the associates apprehend the importance of clearing jammed and removing defective parts at immediate action as it may led to damaged barrel. Acceptance criteria: zero nonconformity during interview (assigned to (B)(6) , target completion date : 20 nov 2023).

Event description:
The syringe is broken when opened.